Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to cholangiocarcinoma. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the physician experienced difficulty deploying the stent. The physician inadvertently deployed the stent too far out of the ampulla. The physician removed the fully deployed stent from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.